Event description:
It was reported the device was blurry during procedure. The surgeon had to end the surgery early and wake up the patient. Anesthesia was introduced and an incision was made prior to cancellation.

Manufacturer narrative:
Alleged failure: "yesterday during a hip scope - our loan 70 degree arthroscope was broken. The image was blurry and when a different scope was attached it worked fine. This was the only sterilised 70 degree on site - the surgeon had to end the surgery early and wake up the patient." Anesthesia was introduced and an incision was made prior to cancellation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a cracked lens. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the device was blurry during procedure. The surgeon had to end the surgery early and wake up the patient. Anesthesia was introduced and an incision was made prior to cancellation.